Manufacturer narrative:
Welch allyn is attempting to retrieve the device for eval. Once evaluated, a f/u report will be submitted.

Event description:
It was reported that the "do not use" indicator is on. The customer tried a new battery and still gets the same message. There was no pt involvement.